Event description:
It was reported that this electrode had migrated and dislodged after an unrelated abdominal surgery. At this time the electrode is programmed in the primary vector and remains in service. No adverse patient effects were reported. Additional information regarding this event is being requested from the field. This report will be updated upon completion of analysis.